Event description:
During a right maxillary balloon sinuplasty, an entellus xpress multi-sinus dilation tool was inserted into cavity with 3 ml of fluid injected into balloon. During this procedure, the balloon broke and was leaking fluid. Following the event, there was swelling in the eye noted. The pt required a lateral canthotomy and decompression of the orbit by the removal of the medial wall of the orbit. Pt's pupils were reactive following this procedure, and her vision was reported intact. Pt discharged (B)(6) 2012 in stable condition.

Manufacturer narrative:
At the time of this report, no further pt injury or negative health related outcomes have been reported. Entellus medical will continue to monitor this situation and provide subsequent reports if required. The device in question was returned by the user facility and was thoroughly evaluated. The balloon was examined microscopically and was found to have a cut in the material, however, the root cause for the balloon cut was not identified.